Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would prevent the cannula from inserting properly. The cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (abdomen). Moderate ketones were also present. As treatment, pod was removed and a manual injection was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.